Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)"), allergy to metals ("nickel-diag.post-essure"), vaginal haemorrhage ("frequent spotting") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, vaginal haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-case becomes incident. Event injury was removed. New events pelvic pain/chronic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel-diag.post-essure, frequent spotting and irregular cycles were added. Explant date was added. Lab data was added. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.